Event description:
A discordant, falsely low psa result was obtained on one patient sample on an immulite 2000 xpi instrument. On the second run on the immulite 2000 xpi, the psa value of the patient sample was higher. The higher value was confirmed on an alternate platform/method (immulite 1000, 3g psa). It is unknown if the low discordant result was reported to the physician(s). There were no known reports of patient intervention or adverse health consequences due to the discordant, falsely low psa result.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data. After evaluating the instrument data, the gps specialist did not find any instrument malfunction. The gps specialist did discover that there had been level-sensing errors. As per the immulite 2000 xpi operator's manual, level sensing errors usually indicate an insufficient sample amount or a bubble/air in the sample tube. The customer confirmed that an aliquot of the sample was taken from the primary tube to test on the immulite 2000 xpi for the first run. In addition the sample was run on on an additional system prior to being run on the immulite 2000 xpi, indicating sample manipulation between the initial and repeat runs. The findings were discussed with the customer and they confirmed and agreed with the observations made by gps. The cause of the discordant, falsely low psa result is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.